Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with test results from results obtained of 212 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 208 mg/dl and 241 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is october 2017. The meter memory was reviewed for previous test result history (date / time not set): result 1:199 mg/dl date:(B)(6) 2017 time:1:06 pm fasting. Result 2:191 mg/dl date:(B)(6) 2017 time:12:45 pm fasting. Result 3:189 mg/dl date:(B)(6) 2017 time:12:03 pm fasting. Result 4:150 mg/dl date:(B)(6) 2017 time:10:26 am fasting. Result 5:212 mg/dl date:(B)(6) 2017 time:12:36 pm fasting. The customer is calling because she feels that the results she is getting from the meter are reading high. The customer has not changed the date/time (wrong date/time).